Event description:
A customer reported experiencing a cgm error 42 with their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the customer through the process of resetting the pump, which resolved the error temporarily. However, due to a prior occurrence, the customer felt unsafe using the pump, leading to its replacement under warranty. The customer was informed about the necessary steps to return the faulty pump, including putting it into storage mode and using the pre-paid label for shipping. Meanwhile, the customer planned to use multiple daily injections as a backup therapy to continue insulin delivery without interruption.